Event description:
It was reported that the patient had a non device related injury at the incision site with a symptom of bleeding and patient was concerned of an infection. It was unknown if the injury caused an infection. The patient was admitted to the hospital and underwent a device explant procedure. The explanted ipg and linear leads were not returned due to hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).